Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the force bipolar instrument got caught on colon tissue in the hinge joint and caused a hole. The surgeon had to oversew the colon to close the hole created by the instrument. The caused less than a 15-minute delay in the procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigation. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.